Event description:
It was reported that during a hepatectomy procedure, on using the fifth reload, the stapler was positioned and the jaws were closed. On closer inspection the surgeon repositioned the stapler. It was noted at this time a row of staples all in alignment in the wound and it was unclear if the stapler had fired or not as the surgeon had not commenced the firing process. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Results: protruding staples. The analysis results showed that the device arrived in good visual condition and with a reload present. The reload was received partially loaded with only 12 staples present and all protruding. It should be noted that when manipulating the device only the closing trigger should be grasp until ready to fire the device. Do not grasp the firing trigger before the device is to be fired. If the firing trigger is manipulated it could cause the staples to deploy partially or completely resulting in malformed staples and a premature lockout situation. The device was tested for functionality with the test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.